Manufacturer narrative:
The insulin pump was received with unresponsive act and up buttons due to corroded keypad traces. No button error alarm during our testing. Unable to perform operating current test or verify failed battery test due to unresponsive buttons. The insulin pump has minor scratched lcd window, scratched case, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. The act button was not working anymore. Customer went to the hospital with their insulin pump. The battery was replaced and the insulin pump alarmed button error and failed battery test. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.